Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned device revealed the devices are intact and show surface marring and scratches possibly due to attempted implantation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lots. An evaluation performed by our quality department revealed the devices are within drawing print specifications. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that surgery was delayed due to the surgeon having trouble inserting the device.